Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse reported that the universal surgical manipulator (usm) 4 was replaced due to customer called technical support to report stapler engagement issues on usm and customer then called back reported having issues with the insertion axis on usm. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the evaluation. Failure analysis investigations confirmed the customer reported complaints. The usm 4 was analyzed and tested on an in-house system in which it failed normal mode, friction test, carriage strength test and high vibration was noticed. Also, visual inspection found rust was present in all the gearboxes. The carriage isa, motors rotors, gearboxes, and top plate will be replaced as a fix for the engagement issue. The insertion ball screw will be replaced to address the insertion stiffness issue. The probable root cause of the reported issues is attributed to the component failure. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse) during the initial complaint capture and the investigation revealed the following possible related system error: 22020 with human readable: installed sureform 45 straight-tip failed to engage on usm4 (grip axis failed to engage). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was replaced after the completion of the procedure due customer satisfaction. Failure analysis was able to confirm/reproduce the alleged complaint of engagement and insertion axis issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer could not get the sureform 45 stapler instrument to engage on universal surgical manipulator (usm) 4. The customer stated that prior to calling in, the stapler and drape were reseated with no change. Customer then tried to use a second sureform 45 stapler instrument and experienced the same engagement issue. Intuitive surgical, inc. (Is) technical support engineer (tse) reviewed the system logs and confirmed engagement errors. The customer stated that there have been no other issues with other instruments. The tse recommended that the drape be reseated but the customer stated the surgeon used a clip instead and may proceed with a laparoscopic stapler. The procedure was continued and completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.